Manufacturer narrative:
(B)(4):damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a procedure on an unknown date. During the procedure, the there was difficulty attaching disposables to the mdu. The procedure was completed using this device with no adverse patient consequences.

Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.